Event description:
The customer stated an architect i2000 analyzer generated a (B)(6) result of greater than 50 for one patient sample. The sample tested negative using fuji rebio coagulation testing. The false positive result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the customer's instrument log, a search for similar complaints, and a review of labeling. No instrument issues, calibration issues, or maintenance issues were identified. The sample was assessed for a second time on (B)(6) 2012 and a result of 167.78 miu/ml. As the result is repeatable this indicates that the (B)(6) result is not due to an instrument issue or a reagent issue. The results indicate that this is a true (B)(6) result or a sample specific issue. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), list 7c18, that has a similar product distributed in the us, (B)(4), list 1l82. A follow-up report will be submitted when the investigation is complete.